Manufacturer narrative:
(B) (4): the screw was not returned for eval. Imaging films were not provided. With the available info, a cause or contributing factor cannot be determined.

Event description:
It was reported that the pt underwent spinal surgery from t10 to the pelvis. It appeared that the head of the multi-axial screw splayed as the healthcare professional (hcp) was attempting to break off the set screw at l2. The surgeon was using the counter torque. The multi-axial screw remains implanted; the screw was properly seated. There was no issue with the counter torque, driver or other multi-axial screws of the construct. No add'l complications were reported.